Manufacturer narrative:
(B)(4). Batch # 759a41 date of event is 2022, event day and month unknown. Captured as 1/1/22 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure, when the psee60a was fired, only one side of the staples in the reload fired, on the specimen side. The doctor reported a significant crunching / cracking sound when this occurred. A new device was opened and the procedure was safely completed with no patient harm.